Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a possible inaccurate delivery issue. The reporter indicated that the patient was taken to an emergency room (ER) on (B)(6) 2012, for a "high" reading on the meter. She reportedly have bg levels of "659 and 698 mg/dl." The patient was reportedly not admitted. However, she was treated with insulin sq and IV fluids. She was discharged from the hospital with a bg in the "300 range" mg/dl. The patient restarted pump therapy on (B)(6) 2012. At the time of contact with anm on (B)(6) 2012, the patient's bg level was at "598 mg/dl" with large ketones and a symptom of vomiting. The reporter mentioned that the patient had bg's in the "500 mg/dl" range three other times prior to that day. The reporter reportedly contacted a health care provider (hcp) and was put on a backup plan for insulin delivery (sq injections). A doctor apparently told the reporter that the problem was the pump. The patient's cannula was not bent. No air was observed in the cartridge. The pump's date/time were correct. The reporter was not sure I the patient was rotating her sites well. No associated alarms were noted in the pump's alarm history. Nothing unusual was found with the pump's basal history. The reporter was able to perform the prime step with no issues. The anm representative involved in this contact noted that there was not evidence of a mechanical issue with the pump, infusion set, or site(s). Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed bg levels with symptoms that can be associated with severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on 2012: no delivery defects were found with pump; unable to duplicate the patient's complaint. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient . The pump was used after the complaint date and therefore the black box has been overwritten. Current data shows typical usage alarms and warnings. An "ezprime" operation was performed with no difficulties noted. Remaining units were correctly calculated. The pump was exercised for 29hours and given a flow accuracy test; at the conclusion of testing, the pump was found to be delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.